Manufacturer narrative:
Not all patient information has been provided. Investigation is ongoing. A follow up report will be submitted once the investigation has been completed.

Event description:
Pediatric anesthesiologist was using aly320x4 for an MRI with a (B)(6) baby. The baby's stats began to desaturate/cyanosis, the md could not figure out what was wrong, almost had to call code. But, luckily the resident saw that the circuit had disconnected at the inspiratory limb and reconnected it and the baby ended up doing okay.